Manufacturer narrative:
H6: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms during this inspection, that the anthology inserter fractured at the tip, most likely from impact. An impact fracture can occur if the mechanical loads applied to the instrument exceed the strength of the material. A fracture can also be the result of multiple impacts. The fractured piece was not returned with the device. This fracture caused the instrument to become inoperable. The device show signs of significant use/wear. A medical investigation was conducted and confirms per the complaint details, we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. According to the report, it was not noticed until the patient¿s six-week post-op x-rays, that the anthology inserter ant soft tip was broke off in the stem. However, the patient's radiographs were not provided to confirm the reported findings. The material composition of the retained tip is 17-4 stainless steel, which is non-implantable. However, since the non-implantable tip was retained inside of the stem, micro-motion and/or migration is unlikely. The surgical technique cautions, ¿use gentle mallet blows with valgus force on the inserter to seat the stem to avoid breakage.¿ the visual inspection provided supports the complaint and confirmed the fractured tip was not returned. It was reported the surgery was completed, without any delay, although is unknown how the procedure was completed. The impact to the patient beyond that which already has been reported cannot be determined. Therefore, no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during thr surgery, the tip of the anthology inserter ant soft broke off into the stem during final implantation. Also, it was not noticed until post-op x-rays 6 weeks later. This happened after use in patient. Surgery had been completed, without any delay. It is unknown how the procedure was finished.